Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022 in a mobile intra-atrial septum. The occluder was put into a bowl of sterile warm saline and then mounted onto the trevisio cable. The device was withdrawn into the loader and then advanced in order to inspect the occluder. The proximal disc did not flatten fully. Therefore, the device was put back into the saline solution and withdrawn again into the loader. The device was then transferred to the table and inserted into the trevisio. The device was introduced into the patient and crossed the septum under trans-oesophageal echocardiogram (toe) and fluoroscopic guidance. When both discs were deployed, toe showed that the distal disc was not flattening and appeared bulbous. The device was retracted and re-deployed, however the bulbous appearance persisted. The device was never released from the cable and removed from the patient. It was again inspected in a saline bath and bulbous appearances were present on both discs. A 25mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field; one appeared to show an amplatzer cribriform occluder in a bulbous deformation, and the other appeared to be a fluoroscopy image showing an occluder in a patient with the distal disc deformed however, the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, indications and usage, "the amplatzer cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multifenestrated (cribriform) atrial septal defects."

Event description:
N/a